Manufacturer narrative:
The initial report with MFR number 3012307300-2020-12137 was erroneously sent as malfunction report. Secondary review determined that the event was not malfunction reportable. This is therefore a redaction report. H1: type of reportable event: although this field is currently populated with the entry of malfunction for the purposes of the report, it should be noted that this actually a redaction report. The incident that was previously reported on, involved a product problem that was not malfunction reportable. In addition, no adverse events were reported in connection with the previously reported incident.

Event description:
Redaction report. Please see h10 for details.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that portex acapella failed to vibrate. This product problem was observed immediately upon use. No patient injury or complications were reported in relation to this event.